Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2007, and alleged that the meter was reading inaccurately high. The patient alleged that she obtained results that were between 6 to 8 mmol/l. She felt that these results were higher than normal for her. The patient takes both a set amount of slow-acting insulin and rapid acting insulin, which is based on meter results. A few weeks prior to calling lfs, the patient reported felling shaky and was trembling. She treated herself with glucose tablets and tested her blood glucose until her levels were stable. She was unwilling to provide times of the results or symptoms. The patient was unable to state how long it took for her symptoms to improve. This complaint is reported, although there is insufficient information of a malfunction, the patient alleged that the meter was reading inaccurately high, she takes insulin based on the meter results, and she reported hypoglycemic symptoms, which required self-treatment.